Event description:
Locking screws were not appropriately locking into holes on the dorsal locking plate used. Screws would spin free and not lock into plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.